Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an anterior cervical discectomy fusion at c4-7. It was reported that approximately 6 years post-op the patient underwent a revision surgery to remove and replace a screw that was backed out and broken at c4. After replacing the screw, a posterior cervical fusion was performed. No additional patient complications were reported.